Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, several issues were encountered. During the initial insertion of the pulse select catheter into the left superior pulmonary vein (lspv), noise was detected on the electrogram from pole 4. Despite initial assumptions of a pin port issue, no changes were made, and 10 ablations were performed. Subsequent ablation attempts triggered an error message. Troubleshooting steps included checking for pole contact or guidewire interference, replacing the catheter cable, switching the electrogram cable, and rebooting the generator, but the error persisted. Noise was also noted on poles 3 and 4 of the recording system. Additionally, there were generator overcurrent errors and power/startup issues. The procedure was completed without the need for medical or surgical intervention to prevent permanent impairment, and there was no extension of patient hospitalization or injury reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the pscc100 catheter with lot number 0012469380 were received and analyzed. The data files showed the following error messages: three handling error notifications and a catheter disconnected error. The catheter was received without guidewire. The guidewire lumen was received retracted, and no damage to the guidewire lumen was observed. The slide control function was performed and the guide wire lumen was extended retracted without any issue. Steering function is normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. The catheter was reprogrammed and using a test catheter interface cable was connected to the generator. The catheter failed the ablation test due to a persistent error 2000 (catheter electrical current error). X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The electrode wires are intact without breakage or detachment from the electrodes. Continuity test was performed with multimeter for the returned catheter. The electrical continuity test revealed an open loop between electrode #4 and connector pin #4. Hipot verification of the integrity of electrode wires insulation revealed there was insulation damage and breakage. Lopot verification of the integrity of electrode wires insulation revealed there was insulation damage and breakage in the section handle half. The array lopot test was passed. Dissection of the catheter confirmed charred, damaged insulation and breakage of electrode wires within the shaft. Damaged insulation and charred of electrode wires within the shaft at 32.5 inches distally from the handle nose. Electrode wire broken and charred at the handle nose. In conclusion, error messages were confirmed in the data files analysis. The catheter failed the return inspection due to an open loop between electrode #4 and connector pin #4, electrode wire insulation damage and breakage, and charred, damaged insulation and breakage of electrode wires within the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.